Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "applicator deployment issue" occurred. On (B)(6) 2026, the patient reported that her sensor deployed ¿successfully¿ into her skin but then insisted that she was seeing the ¿wire poking out on the side of her skin¿. The patient stated that this was causing pain. She sent to the doctor to get the wire ¿pulled out of her skin¿. However, the patient refused to provide any further event information, including any further treatment details including how the sensor wire was removed from the patient¿s skin. It could not be confirmed if the sensor wire was removed using a first aid or surgical method. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.